Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the investigation conclusion code of known inherent risk of device was chosen as the allegations relates to infection, tissue damage which are addressed in our labeling and risk documentation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the pump part skin of the previous device was damaged and infected. The specific site of infection was on the pump insertion site, testicle. The entire reservoir was removed, and spectra penile prosthesis (spp) was implanted. No further patient complications were reported.

Event description:
It was reported that the patient underwent a spectra penile prosthesis (spp) implant surgery because the pump part skin of the previous device was damaged and infected. The entire reservoir was removed. No further patient complications were reported.